Event description:
A report was rec'd stating that during sterile re-processing of the used tracheostomy tube, the internal wiring was found exposed. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.